Event description:
It was reported that balloon rupture occurred. The chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous right posterior tibial artery. An unspecified guide wire and non bsc micro catheter were advanced to the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to treat the lesion. The balloon was inflated at 10 atms during the first and second inflation. During the third inflation, the balloon ruptured at 10 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with the original box. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a longitudinal with small circumferential balloon tear 18mm from the distal tip. The distal end of the balloon was prolapsed and the tip was damaged. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous right posterior tibial artery. An unspecified guide wire and non bsc microcatheter were advanced to the lesion. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to treat the lesion. The balloon was inflated at 10 atms during the first and second inflation. During the third inflation, the balloon ruptured at 10 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.